Event description:
This spontaneous report was received on (B)(6) 2011 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally for menstruation (lot number 1139m4421, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampon cover got shredded. This report had no adverse event and the action taken with the device was unknown. No sample was received for evaluation as of (B)(6) 2011. The device history record revealed no issues or nonconformance with the product or process related to this complaint. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.